Event description:
It was reported that this pacemaker and left ventricular (lv) lead exhibited noise and loss of capture resulting in pacing inhibition and syncope. The patient was subsequently hospitalized. The lv lead was surgically abandoned and the device was explanted. A new transvenous system was implanted as a replacement. This device is expected to be returned for analysis. No additional adverse patient effects were reported.